Manufacturer narrative:
A medtronic representative reported that there was nothing wrong with the imaging system. After ending the call with tech support, I opened the error logs on the mobile view station (mvs) and tried to find the problem. It said socket exception/socket error, so I checked the umbilical connection, and the rt at the site had not seated it all the way into the imaging system. So I just reconnected the umbilical and we were able to proceed with the case. There was a 10 minute delay with no impact to the patient.

Manufacturer narrative:
No parts have been received by manufacturer for analysis. No parts were replaced. No further issues have been reported.

Event description:
A site representative reported that their imaging system pendant was not responding. The only button response was "lift and shift." In trouble-shooting, the imaging system was re-booted twice, issue was not resolved. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.